Event description:
The patient's arrhythmia did not result in clinical compromise. The patient had no further episodes of anemia requiring blood products to date. The hypertension resolved, medication was changed from metoprolol 25 mg to metroprolol xl 25 mg for more therapeutic blood levels.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, hypertension, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a history of chronic atrial fibrillation experienced a reoccurrence of atrial fibrillation post implant on (B)(6) 2021. The patient was given intravenous amidoronone. They were hypertensive and had a blood pressure of 142/118 on (B)(6) 2021. The patient had anemia on (B)(6) 2021 and was given a blood transfusion. The patient was in ongoing/stable condition.